Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient sustained ventricular arrhythmia requiring defibrillation or cardioversion. A surgical procedure, ventricular tachycardia ablation, was performed. The patient was admitted from (B)(6) 2025. Association to device was considered unlikely but could not be ruled out.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted from (B)(6) 2024 to (B)(6) 2024.